Event description:
A malfunction was reported on the pump without any notable events occurring prior. There was no adverse impact on the customer's blood glucose level. Technical support assisted the caller with resetting the pump and instructed them on how to proceed if the issue recurred. The caller understood and was able to continue using the pump.